Event description:
Rx refill was for brand name bd short pen needles. Pharmacist labeled easy touch. Patient recognized the error at the point of sale and we were able to remedy the situation. MFR/labeler a brand name and a generic name look alike, a brand name and a generic name sound alike. Error reached pt; no pt harm. (B)(4).